Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient was hospitalized on (B)(6) 2024 due to ketoacidosis event. Blood glucose level was high at the time of the event. Patient experienced the symptoms of feeling sick, headache and tired. Patient was found positive for ketones level. The duration of hospitalization was greater than 24 hours. Patient was treated with insulin. No further information was available.